Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases as well as the bail covers were broken, the battery contacts were compressed, the keyboard was scratched and it was in need of a battery drawer o-ring. (B)(4).

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.